Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that after sliding the cartridge onto the pump, it was loose and while filling the cartridge a loud noise was heard. The customer was using manual injections at the time of the event.